Event description:
It was reported that the disk drive is broken and unable to save-to-disk. The programmer was returned to the manufacturer, analyzed, and tested out of specification. No patient involvement or complications were reported as a result of this event.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment of disk drive broken, the floppy disk drive will not read floppy disks. Analysis also found that the printed circuit (pc) board was out of specification.